Event description:
Patient called our office due to beeping coming from ICD on (B)(6) 2018. Interrogation of device was done in office, error code 1003 was present stating "voltage is too low for projected remaining capacity," which is an early battery depletion warning coming from an unknown source. Error code triggered on (B)(6) 2018. Previous in office check was done on (B)(6) 2018 and battery had nine years remaining at that time. Boston scientific technical services was contacted, engineers gave us a 28 day window of guaranteed device function, device was to be explanted and replaced within this window.